Manufacturer narrative:
During inspection and testing the customer¿s complaint (loose connector) could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to ultrasonic medium leaking. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation a definitive root cause of ¿gap of adhesive on the distal end¿ or ¿crack on the distal end¿ could not be identified. During inspection and testing the following was also found: loose elevator channel plug nut, the up/down knob cannot be locked securely due to wear on the lock engagement lever, due to damage on ultrasonic cable, the number of missing elements exceeds the standard value, due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements, the acoustic lens is damaged, the objective lens has a scratch, the adhesive on the bending section cover has a chip, due to the wear of the angle wire the play of the right/left and u/down knob is out of the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they discovered a loose connector. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: a gap of adhesive on the distal end and a crack on the distal end. This report is being submitted for the malfunction found during evaluation (a gap of adhesive on the distal end and a crack on the distal end).